Manufacturer narrative:
(B)(4). The device was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection was performed and identified the male luer collar was cracked/broken. The reported condition was verified. The assignable cause was undetermined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the connector of a clearlink solution set cracked during use. The device was being used for infusion of propofol. The reporter stated that the nurse had disconnected the set from a stopcock connected to the patient's peripherally inserted central catheter (PICC) line to "mobilize patient up into chair." The connector cracked while attempting to reconnect the set to the stopcock. The set was replaced to resolve the issue. There was no patient injury or medical intervention associated with this event. No additional information is available.